Manufacturer narrative:
One 4.5mm twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment of the device confirmed the distal end of the anchor has broken at the suture eyelet and was not returned for examination. The suture is also free from the device and was not returned. One of the two inserter tines has broken off the other is bent and twisted. The condition of the device indicates it was subjected to excessive force during insertion. Per the device IFU ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder repair surgery, the device was found to be cracked after the preparation of the hole, broken pieces were removed from the patient's body. No patient injuries reported. Back-up device was available to complete the surgery. Delay greater than 30 minutes was reported.